Manufacturer narrative:
A ge service rep performed an on site investigation. The sram, interconnect cable, and the lemo connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had an intermittent generator communication data overflow error message during fluoro; after a while the system would lockup. There is no report of injury or death associated with the event described in this complaint.